Manufacturer narrative:
(B)(4). Date of event estimated. The stopcock was not returned. A review of the electronic lot history record (elhr) for the reported lot was performed and revealed no nonconforming material records (ncmrs) that would have contributed to the reported complaint. Based on an expanded investigation, a product issue related to leaks for vendor lot-specific stopcock body molds was identified. Further assessment of this issue per site operating procedures is being performed and appropriate corrective and preventive actions will be implemented accordingly.

Event description:
It was reported that during the procedure, the physician attached the stopcock included in the priority pack per instructions for use. The indeflator was brought to 10 atmospheres and leaking was noted in the stopcock. The stopcock was then removed and a second stopcock was then attached and the procedure completed. There was no adverse patient effect and no clinically significant delay. No additional information was provided.